Event description:
It was reported that a decrease in r-wave amplitude was observed. Lead was explanted and replaced when repositioning was unsuccessful. Patients condition was fine after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.